Event description:
During the day shift the "elbow part cracked" on the ceiling mount minor surgery light. When a second shift nurse tried to use it, the light allegedly swung around and hit her in the back of the head. The nurse was treated for a concussion.